Event description:
Colostomy closure. Slc55b dlu fired fine but the jaws seemed to close roughly on the colon. Surgeon performed leak test which revealed a small, non-visible leak at one of the staple lines. It was noted that there was a lot of thick tissue that may have attributed to the leak. Manual sutures were completed to correct the leak and complete the case.